Event description:
Customer reported having high blood glucose levels all night prior to the call. Customer declined troubleshooting for high blood glucose levels. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.